Manufacturer narrative:
The device presented no signs of manufacture defect that would contribute to the patient's infection. The patient did not seek medical attention for the pain or signs of infection from her implanting surgeon. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient had her joint removed due to an infection.